Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent arthroplasty at c5-6 due to degenerative disc disease. Post-op, the implanted device (graft) had subsided into the body of c6 due to crushed body of c6 and end plate. The patient suffered much neck pain due to this and underwent removal surgery. The device was removed and then a corpectomy was done at c6.

Manufacturer narrative:
Product analysis results: evidence of macroscopic wear on both component primarily localized to the wear scar region of both articulating surfaces. The superior and inferior components showed wear patterns consistent with impingement. The observations of biofilms on the endplates represent a finding and is typically observed on prestige explants. Biofilms are commonly observed in metal-on-metal hip replacement components, although such implants are manufactured from a different alloy. The damage mechanisms observed are consistent with the damage mechanisms seen in previously analyzed retrievals. Based on these observations, further analysis is not expected to further the understanding of how prestige cervical disc replacement performs clinically. If information is provided in the future, a supplemental report will be issued.

Event description:
Op-notes: there is evidence of displacement of the inferior aspect of the artificial disc into the c6 vertebral body through the superior endplate causing deformation of the c6 body and impingement of the artificial disc within the vertebral body itself. The surgical field exposure then was completed to encompass the c5-7 levels as there was no way around performing a c6 corpectomy in order to retrieve the artificial disc and decompress the spinal cord/nerves. The artificial disc was then removed and sent for corporate retrieval and quality control evaluation. The corpectomy at c6 was completed. This bone was used for autograft re-implantation. Good decompression of the spinal cord and nerve roots was obtained.